Event description:
It was reported, during the first attempt, yellow needle, the drill wasn't giving enough power to fully seat. Had to attempt 3 times. After io seated, tried pulling out the needle part per the instructional video. Wasn't coming out. Then tried twisting, no luck. Then tried to twist and pull. Still no luck. Went to attempt second drill on opposite leg with a different size needle. Wrong size was opened, then handed a third io needle, the blue one. About to attempt the second drill, and the initial yellow needle finally came out to secure tubing and stabilizer. Patient impact: there was a delay in retracting the initial yellow io needle. It wasn't coming out to attach tubing and stabilizer. However, before second drill attempt, using the blue io needle, we had successfully retracted the initial yellow e needle and attached tubing and stabilizer. It was reported this occurred with three devices. This report addresses all three devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.